Manufacturer narrative:
(B)(4). The customer was provided with a replacement device. The customer provided physio-control with a photograph which confirms that the device has three icons on its readiness display. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on its readiness display. The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. It was observed that the device had been powered on repeatedly, which depleted the internal hybrid layer capacitor (hlc) batteries and charge-pak. The device had a logged a total of 24.8 lifetime on hours.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on its readiness display. The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with the reported event.